Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump was unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump had piece missing at the reservoir compartment. The customer¿s blood glucose level was 9.8 mg/dl at the time of the incident. Reportedly, ring where the reservoir goes came off, reservoir stays in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.